Event description:
A physician reported a pt who was originally skin tested on 2/6/96 in the right forearm with negative results and has a multiple treatment history. On 2/1/99 the pt was treated in the nasolabial folds and in the glabella. The procedure was without event. On 2/3/99 the pt reported that within a few hours of the procedure, she noticed pain, bruising, warmth and erythema at the nasolabial folds. By 2/3/99 there was also pustules that drained a milky fluid. The physician prescribed heat applications and tylenol. On 2/4/99, the physician observed the symptoms described above as approx one half inch across at the distal right nasolabial fold. The pt stated the symptoms seemed to be somewhat improved. The physician prescribed oral minocin. On 2/9/99, the symptomatic areas were described as smaller and less erythematous. The pain has resolved. The physician was unsure if the symptoms were an infection or a hypersensitivity.